Manufacturer narrative:
D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 1 of 2: it was reported while using bd vacutainer® sst¿, stopper pop off occurred with one (1) tube resulting in sample leakage and subsequently recollection. No adverse impact was reported regarding the patient or user.

Event description:
Patient 1 of 2 it was reported while using bd vacutainer® sst¿, stopper pop off occurred with one (1) tube resulting in sample leakage and subsequently recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. After review, two of the customer photos displayed specimen containing tubes with loose or detached caps that caused leakage. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: stopper pop off via customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.